Manufacturer narrative:
Analysis found that a partial lead connector portion was returned in one-piece measuring 11.8cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Implant date is estimated to have occurred in (B)(6) 2010.

Event description:
It was reported that the patient presented for a lead revision. Prior to the procedure, it was noted that the right ventricular lead exhibited high pacing impedance and high capture threshold. During the procedure, the lead was unable to be unscrewed from the header of the implantable cardioverter defibrillator. The lead was capped and replaced on (B)(6) 2021; the device was explanted and replaced. The patient was in stable condition.